Event description:
Customer reported to (B)(4) that during a case, a patient was on skytron surgical table. The table was level when the back section of the table fell down. No injuries were reported. The case was able to be completed and the table was removed from service after the case. An authorized (B)(4) representative evaluated the table on 09/28/2015. The rep found that the table moved into trendelenburg on its own. During his inspection of the table, he found that the o-rings were worn and in need of replacement. (B)(4) operators manual recommends a semi-annual preventative maintenance schedule that includes checking the hydraulic system for leaks. Customer was informed of this failure and recommended preventative maintenance procedure. They will be repairing the table.